Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that while navigating to the right lower lobe during a superdimension enb procedure the patient began bleeding and required intervention from a rigid bronchoscope to stop bleeding. The bleeding lasted approximately two hours and the patient was hospitalized for three days. There was no product deficiency reported.